Event description:
A surgeon reported that a patient insisted that it was hard to see following intraocular lens (iol) implant surgery despite there being no problems noted on objective examination. The lens was exchanged at the request of the patient. Following the exchange procedure, the surgeon reported that sub surface nano glistenings were observed on the lens. The surgeon reported that following the exchange procedure the patient reported some subjective symptom was recovered. Additional information has been provided.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 8 3.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).